Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-06028. Additional information received reports that the patient's ipg was explanted and replaced and relocated from left lower back to right lower back. During the procedure a lead that was from a patient's old system was also explanted.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that a wound near the patient's generator site is not healing. Surgical intervention is pending to address this issue.